Manufacturer narrative:
The product was returned for analysis. The customer report of a bent tip under the balloon was confirmed; however, no pacing failure was noted during the evaluation. Continuity testing was performed by connecting one lead to the electrode and the second lead wire to the corresponding electrode lead wire and flexing the catheter. Continuity testing confirmed both distal and proximal electrodes were continuous and there were no short or intermittent conditions. The balloon inflated clear without any leakage. There was no visible damage observed to the catheter body. An investigation was previously opened to address complaints of this type. A new awareness training is being provided to the manufacturing personnel for the receipt of this new complaint. No additional actions will be taken at this time. A device history record review was completed and documented that the device met all specifications upon distribution.

Event description:
It was reported that "it was unable to pace after insertion". The catheter tip was found bent before use but the catheter was inserted and failed to pace. It was replaced with another catheter and the problem was solved. There were no patient complications reported.